Manufacturer narrative:
(B)(4). Medical devices: 00784801300, modular neck p 12/14 neck taper, 60870819, 00620205422, trabecular metal modular cup, 60606431, unknown, unknown liner, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01210, 0001822565 - 2018 - 01211, 0001822565 - 2018 - 01212.

Event description:
It was reported that the patient had a revision procedure approximately nine years post implantation due to wear and metallosis. During the revision procedure, there was some burnishing of the femoral head noted, and there were definite signs of metallosis. It appeared the cup was malaligned, and the neck may have been rubbing against the cup. The liner was also worn and had disengaged from the shell due to accelerated wear and possibly due to impingement. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implanted sometime in 2009. Reported event was confirmed by review of x-rays and returned product. X-rays found valgus positioning of the femoral stem, and acetabular inclination angle on neutral views is 37.8 degrees. The acetabular inclination angle on abduction views in 39.5 degrees. Visual inspection of the shell shows damage to the inner diameter. The locking ring is burnished and seized in the lock ring groove. There are two wear areas inside the shell most likely from the head articulating on it. The femoral head shows damage to the outer sphere that corresponds to the damage seen in the shell. The modular neck was returned with damage to the distal end of the conical taper likely caused from the removal process. The elliptical taper shows surface damage and burnishing. The poly liner was returned with the rim feature completely removed. A portion of the liner is missing. There are signs of wear on the edge where the rim once was and the polar boss was missing from the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.